Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the user accounts had been deleted from the server. A technical support specialist confirmed that the user account issue was already resolved. Hospital information technology reportedly deleted user active directory accounts and then restored them. The system functioned as intended after the technical support specialist repaired the device. Several attempts were made to obtain further information regarding why the accounts were deleted by the facility, no responses were received.

Event description:
It was reported that when using the bd pyxis¿ es server, the user account was deleted from the server and was unable to log in to all the stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.